Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that while the patient was connected to the cycler, the patient passed out. There were no alarms reported on the cycler, the treatment was then started again and the patient passed out. The treatment was started again for the third time and the patient started to pass out again and the patient was transported to the hospital. Upon follow up, the pdrn confirmed the patient lost consciousness several times during continuous cyclic pd (ccpd) therapy on 24/dec/2022 (no injuries sustained). The patient¿s contact called 911, and the patient was transported to the emergency room. The patient was diagnosed with hypovolemia, hypotension, and was given 500 ml of normal saline to replace intravascular volume and for blood pressure support. The patient¿s abdomen was also manually drained while in the ER (2.5% dextrose solution), and the patient was discharged home shortly after (observational admission, <24 hours). Follow-up performed by the pdrn identified the patient¿s contact was not adjusting the patient¿s dialysate composition based on their daily weight (using solely 2.5% dextrose-based dialysate). Based on the patient¿s ccpd prescription, the patient should have utilized a 1.5% dextrose-based dialysate on 24/dec/2022, as the patient was below their established estimated dry weight. Per the patient¿s pdrn, the patient¿s contact was reeducated regarding when to utilize 1.5%, 2.5% and 4.25% dialysate. The events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler, and there has been no recurrence of the serious adverse events. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that while the patient was connected to the cycler, the patient passed out. There were no alarms reported on the cycler, the treatment was then started again and the patient passed out. The treatment was started again for the third time and the patient started to pass out again and the patient was transported to the hospital. Upon follow up, the pdrn confirmed the patient lost consciousness several times during continuous cyclic pd (ccpd) therapy on (B)(6) 2022 (no injuries sustained). The patient¿s contact called 911, and the patient was transported to the emergency room. The patient was diagnosed with hypovolemia, hypotension, and was given 500 ml of normal saline to replace intravascular volume and for blood pressure support. The patient¿s abdomen was also manually drained while in the ER (2.5% dextrose solution), and the patient was discharged home shortly after (observational admission, <24 hours). Follow-up performed by the pdrn identified the patient¿s contact was not adjusting the patient¿s dialysate composition based on their daily weight (using solely 2.5% dextrose-based dialysate). Based on the patient¿s ccpd prescription, the patient should have utilized a 1.5% dextrose-based dialysate on (B)(6) 2022, as the patient was below their established estimated dry weight. Per the patient¿s pdrn, the patient¿s contact was reeducated regarding when to utilize 1.5%, 2.5% and 4.25% dialysate. The events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler, and there has been no recurrence of the serious adverse events. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the serious adverse events of hypovolemia, hypotension, and loss of consciousness, which required hospital evaluation. Per the patient¿s pdrn, the serious adverse events were attributed to the patient¿s poc failing to adjust the patient¿s dialysate composition based on their daily weight. The patient should have utilized a 1.5% dextrose-based dialysate on (B)(6) 2022, as the patient was below their established edw. Despite the events occurring during ccpd therapy, the patient¿s pdrn reported the events were unrelated to the patient¿s use of any fresenius product(s) and/or device(s). Hypotension remains a common complication associated with pd therapy and occurs in approximately >12% of all treatments. Very often, the cause of the hypotension is multifactorial. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.